Event description:
It was reported that the patient's blood glucose level rose to above 500 mg/dl while wearing the pod between 24 to 36 hours on the abdomen. The patient reported slight bleeding at pod site. Investigation of the pod found a tear in the cannula. The device was originally reported for a customer unsure delivering insulin.

Manufacturer narrative:
The pod was received with the soft cannula deployed. Inspection of the fluid path found a tear in the exposed portion of the soft cannula that prevented the flow of fluid through the complete fluid path. No other damages or manufacturing deficiencies that would prevent the delivery of insulin were observed. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating no struggle to deliver insulin. The torn exposed soft cannula can be confirmed as the cause of the reported failure to deliver insulin. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 26.0. Hardware: iphone14.7. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.